Event description:
Customer called to report that the insulin pump alarmed after a battery change. The battery was outside of the insulin pump for approximately 2 hours. Advised the customer that the insulin pump experienced an unexpected restart due to the battey being left out of the insulin pump for too long. Blood glucose reading was 123 mg/dl. The insulin pump passed the self-test. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.